Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer tested on the meter at 11:14 a.m. With a result of 6.8 inr. The customer was tested at the laboratory at 11:42 a.m. With a result of 4.53 inr. The customer's therapeutic range is 2.5 inr. There was no allegation that an adverse event occurred due to these results. The test strips were requested for investigation, however, the customer does not want to return the test strips. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.